Manufacturer narrative:
(B)(4). The customer replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien service engineer (se) was only authorized to update the software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
(B)(4). One graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) was returned for evaluation. The reported condition was confirmed.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.